Event description:
Medtronic received information regarding a navigation device being used intra-operatively for an unknown procedure. It was reported that the system would not recognize the instrument. Medtronic navigation was not aborted. No known impact to patient outcome. No further information provided. Additional information was received. The active cranial frame was not recognized. The registration of the device was shown on the navigation screen, but it could not be recognized by the infrared camera. Therefore, the passive frame was used to continue navigation. This was a cranial case. There was no surgical delay.

Manufacturer narrative:
H3: hardware analysis was completed on the returned frame. It was found that led # 2 did not display a lighted status. As well, the tiu did not display a light, indicating that there's likely an open in the cable. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.